Manufacturer narrative:
Diopter: -16.00. Device evaluated by manufacturer? No, lens remains implanted. (B)(4). Conclusions: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4, -16.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2009. Low vault, refractive change over time and lens opacity was observed on (B)(6) 2015. The lens remains implanted. Surgery is pending to explant and exchange for longer lens. Uncorrected visual acuity was 20/10 on (B)(6) 2015. See MFR #20238236-2015-01179 for right eye.

Manufacturer narrative:
(B)(4). Claim# (B)(4). Lens explanted, but not returned.